Manufacturer narrative:
The device was returned to olympus. Device evaluation found that the instrument channel tube was scratched. Due to wear of angle wire, bending angle in the upward direction does not meet the standard value. The investigation is ongoing. Follow up in progress to obtain details on the culture test and device reprocessing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported to olympus that the evis lucera elite bronchovideoscope failed the biological culture test. The customer suspected scratches in the channel tube. The malfunction was identified during reprocessing before an unknown procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is being submitted for the malfunction (failed biological culture test) reported by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user culture result report was not shared. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - the instrument channel tube was scratched. - the angles were insufficient however, these defects alone are not considered severe enough to cause a potential adverse event. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process other than the device is dried using the dry process of the automatic endoscopic reprocessor and is stored in an unknown model drying cabinet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. Olympus will continue to monitor field performance for this device.